Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation was completed by a third-party service center who reported the device complaint of ventilator inoperative was not confirmed during evaluation. It was reported the unit was contaminated with fungi in the blower and unacceptable levels of dust and the affected parts would be replaced as necessary and cleaning would be carried out. The device was serviced, inspected and tested and met acceptance criteria with all applicable requirements.